Event description:
The sales associate reported a revision of two custom pectus bars and stabilizers. It is reported the reason for the revision is due to the surgical technique. The original procedure was performed at catholic health east.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of three for the same event.